Event description:
It was reported that a nursing technician entered the mr scan room with a ferromagnetic step ladder to assist a patient from the mr table. The step ladder became attracted and attached to the magnet, contacting the patient's right foot. The patient sustained a fracture of the right fifth toe, which was treated with immobilization.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6 h3: ge healthcare has completed its investigation. A nursing technician entered the mr scan room with a ferromagnetic step ladder to assist a patient from the mr table. The ferrous object became attracted to the magnetic field and contacted the patient¿s foot resulting in injury to their toe. The site confirmed that mr safety signage was appropriately displayed, the step ladder was labeled as not mr safe, and that the involved nursing technician had received training in mr safety protocols. The root cause of the event was determined to be be use error (inattentive personnel). The operator documentation outlines the risks and safety precautions associated with bringing ferrous materials into the scan room while the magnet is at field. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.